Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, checked the power parameters and confirmed that the battery was no longer charging. The output voltage and current was confirmed to be present on both slots. The fse determined that the battery was no longer working and must be replaced. The battery replacement was hand delivered to customer and verified that the battery was charging. The fse was unsure why the battery was no longer working, but will be sent to the manufacturer for further investigation.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) would not charge. It is unknown under which circumstance the event occurred; however, there was no patient involvement and no adverse event was reported.